Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he went into a diabetic ketoacidosis. Customer's blood glucose level was 402 mg/dl. The customer was hospitalized on (B)(6) 2016. The infusion set had a bent cannula. He was nauseous, had a headache, was vomiting, and had abdominal pain. The customer treated his blood glucose level with the insulin pump. The insulin pump did not warn the customer of an occlusion. The customer was given IV drip at the hospital. The insulin pump was removed when he was admitted into the hospital. The device was not returned.